Event description:
Healthcare professional reported unknown side "diagnosed with alcl." Device remains implanted. No pathological markers were provided.

Manufacturer narrative:
Clarification to d2 - since the affected side is unknown, lymphoma-alcl-suspected is being reported on an unknown side. Device information (serial number) was provided as follows: lt:(B)(6). Rt:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not provided).